Event description:
It was reported that during a da vinci-assisted lymphadenectomy procedure, the patient's bowel was inadvertently injured during dissection within an unspecified area. Approximately 250ml of bleeding occurred that was managed with cauterization and applied pressure; a blood transfusion was not required. The procedure was converted to open surgery by a colorectal surgeon, requiring a 4cm incision to address the injury; however, specific details on the management of the injury were not provided. The surgeon indicated there was no evidence that the da vinci system, instruments, or accessories caused or contributed to the event. The patient tolerated the conversion, the procedure was completed, and there were no postoperative complications or concerns for long-term effects related to this event. The surgeon declined to provide the procedural video or any additional information.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.